Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally it was reported that customer touch-screen was shattered and unresponsive. Customer's blood glucose level was 143 mg/dl. Reportedly, the customer declined to provide backup therapy method for insulin therapy.